Event description:
Additional information regarding the patient's death was received. The believed cause of death was status epilepticus. The death was believed to be unrelated to vns therapy. The death was witnessed. The vns was not explanted. Death certificate listed multiorgan system failure.

Event description:
It was reported that the patient had passed away at a children's hospital. Obituary search performed and found the patient's obituary. It was noted the patient had dravet syndrome. No additional information has been received to date.